Manufacturer narrative:
The affected device was examined at the manufacturer's repair shop and a faulty m15.3 base board was identified as the cause of the persistent malfunction of the cockpit. Replacing the m15.3 base board remedied the issue. Finally, the device was successfully tested according to the manufacturer's specifications and returned to the customer. When the safety software detects a deviation regarding the cockpit, a cockpit warm start is triggered to reset the micro processing system to a specific state. Ventilation is not affected by a restart of the cockpit and continues as set. Safety-relevant parameters such as fio2, minute volume or airway pressure are displayed in the additional oled display, where the user can see the ventilation in progress. A warm start sequence of the cockpit can take 45 seconds. If it takes longer, the warm start procedure is repeated automatically. After three unsuccessful attempts, the unit will abort the cockpit restart with an accompanying audible alarm tone. In this case, as well, ventilation is continued as set and the safety-relevant parameters are shown in the oled display. In the current event, the device has reacted and alerted as specified; ventilation was continued during the cockpit malfunction. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during ventilation, the ventilator suddenly generated the alarm as if the machine was starting up; the display was black, but the ventilator continued to ventilate. The machine had to be replaced and was turned off. After the device was switched on again, the display remained dark.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that during ventilation, the ventilator suddenly generated the alarm as if the machine was starting up; the display was black, but the ventilator continued to ventilate. The machine had to be replaced and was turned off. After the device was switched on again, the display remained dark.